Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was intermittently warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging and "in regular use" during the reported events. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.